Event description:
On 7/27/00 initial rptr rec'd report from hosp orthopedist that alleged that two patients experienced complications while on the huntleigh external penumatic compression system: one (1) pulmonary embolism and one (1) personeal nerve palsy.

Event description:
On 7/27/00 initial rptr rec'd report from hospital orthopedist that alleged that two patients experienced complications while on the huntleigh external pneumatic compression system: one (1) pulmonary embolism and one (1) peroneal nerve palsy.